Event description:
The customer contact reported a charred ac power cord. The customer contact reported the device was returned to the biomedical dept for an unspecified reason. No tracking info was provided; specific pt info, pump programming, or event details were not available. During testing at the user facility, it was reported that the "device has a burning smell" and "black residue at the bottom case." There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.